Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to start therapy, but they keep getting 02 low flow alert in an arctic sun device. Water flow rate (wfr) was 0 l/m. Normothermia patient temperature (pt) was 37.9c, targeted temperature (tt) was 36c, water temperature (wt) was 5.9c water flow rate (wfr) was 0 l/m. Nurse states they have already tried disconnecting, reconnecting and emptying pads with no resolution. Had them stop therapy and empty pads. Device alerted 07 empty pads not complete. Disconnected over trash can. Placed device in manual control at 4c with no pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 7.2c, outlet control temperature (t2) was 7.1c, inlet temperature (t3) was 7c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 1.1 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 35 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 360.6 and pump hours were 238.5. Added back all 4 pads while in manual control at water flow rate (wfr) was 1.3 l/m, inlet pressure (ip) was -7.3 psi, circulation pump command (cpc) was 39 percentage, mixing pump command (mpc) was 100 percentage. Disabled manual control and restarted therapy. Water flow rate (wfr) was rose to 1.1 l/m and then dropped to 0 l/m. Advised swapping out the pads. Nurse stated patient temperature was not responding. Patient temperature (pt) was 35c, targeted temperature (tt) was 37c, water temperature (wt) was 24.1c, flow rate (fr) was 0.2lpm. They called in earlier and did troubleshooting, but the patient temperature was still too cold. They had changed the pads per instruction from the previous call. Guided to diagnostics showed that the system hours were 360.6, pump hours were 238.5, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 16 percentage, flow rate (fr) was 0.2lpm. Explained correlation between heater capacity and flow rate. Stopped therapy and attempted to drain pads but got a failure to empty. Disconnected pads and placed device in manual control at 40c, no pads, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 33 percentage, flow rate (fr) was 1.1lpm, added right chest pad, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 34 percentage, flow rate (fr) was 1.3lpm, added left chest pad, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 24 percentage, flow rate (fr) was 0.7lpm, added right thigh pad - ip -7psi, circulation pump command (cpc) was 60 percentage, flow rate (fr) was 2.5lpm, added left thigh pad, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 72 percentage, flow rate (fr) was 3.1lpm. Stopped or disabled manual control and restarted therapy. Flow rate (fr) was settled at 3.1lpm. They would call back if they have any other issues.